Event description:
It was reported that the device was explanted due to an unk reason. The date of the device explant is unk, as no other details were provided.

Manufacturer narrative:
Device not returned.